Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during an unknown procedure a hair-like fiber was found on a cook single-use holmium laser fiber. The hair-like fiber was not noticed until the attempt to use the device. It is unknown if the fiber was there upon opening or after it had been prepped for use. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complainant returned cook® single-use holmium laser fiber (hlf-s273-h30) to cook for investigation. Physical examination of the returned device showed: product was returned in open packaging; however, the lot number does not match the note left on the packaging from the customer regarding the lot. The handwritten note matches the lot number in this product complaint file. A fiber was observed on the tip of the laser under magnification. The tip of the laser appears to be damaged. Laser was plugged into the unit and read expired. Reported failure mode was confirmed causes unknown. The DHR for lot 13821331 records one non-conformances for foreign matter, embedded in packaging material, but the devices in were scrapped and not replaced. A database search for complaints on the reported lot found one additional complaint reported from the field that has an unrelated failure. Although these non-conformances are relevant to the reported failure mode, all non-conforming product was scrapped, there are 100% inspections to capture this non-conformance. Adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Sterile if package is unopened and undamaged. Do no use produce if there is doubt as to whether the product is sterile.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded operational factors likely contributed to the event, as the hair-like fiber was not observed until after the device was opened and the user facility could not confirm where the foreign matter came from. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when opening the package for a cook single-use holmium laser fiber, a hair-like fiber was found inside. No adverse effects were reported to the patient.

Event description:
Additional information received on 24aug2021: the hair-like fiber was not noticed until the attempt to use the device. It is unknown if the fiber was there upon opening or after it had been prepped for use.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.